Event description:
The customer reported the ac power module would not charge the batteries. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module would not charge the batteries. There was no reported pt involvement. The ac power module was not available for evaluation. The customer tested the device with another ac power module and the device worked fine. The customer was provided information on replacing the ac power module. We will consider this a malfunction of the ac power module where the ac power module would not charge the batteries.